Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals while the patient underwent a treatment for their bundle branch. This device remains in service. No additional adverse patient effects were reported.